Event description:
This device was implanted on (B)(6) 2005. A call to technical services on 10/17/2011 states that there was a report that magnet rate was different than expected and there was difficulty with interrogation. It was determined that the patient had a change out to a biotronik device. Resolution: it was determined that the boston scientific had been changed out to a biotronik device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).